Event description:
In 2009, a doctor reported that during a dental visit a patient experienced an allergic reaction with symptoms of sneezing, facial swelling, and nasal discharge. The next day, the patient received medical treatment which included a steroid injection and a prescription for allegra.

Manufacturer narrative:
The day following the allergic reaction, the patient's symptoms ceased. Although the doctor is not certain that optibond fl caused the patient to experience the allergic reaction, this incident is MDR reportable because medical intervention was required to preclude a serious injury. The actual product was returned for evaluation. Visual inspection indicated that there was no contamination or abnormal appearance of the returned product and that the product passed the specifications for particulate limit.